Event description:
It was reported to boston scientific on 12/16/2006 that the coil was implanted in the acoa aneurysm (anterior communicating artery), and "the head of the fusible alloy was disjunction." The following add'l clarification was requested and rec'd by the MFR on 03/01/2007: it was determined that the coil prematurely detached while coiling the aneurysm, though still contained in the microcatheter. The physician removed the coil and microcatheter from the pt without complications and the procedure was completed with another device of the same type. The pt condition was reported to be well.

Manufacturer narrative:
The device in question was rec'd and the device eval is currently in progress. A device history record (DHR) and similar complaints review was completed as part of the device eval. The DHR review found no issues or discrepancies, confirming that this device met all required specs. The similar complaints review revealed that no other complaints on this batch have been reported. While similar complaints were found in a review across the prod family, the complaint rate for this issue has not exceeded the expected occurrence rate as documented in the risk mgmt documentation for this prod. Based on the info known at this time, boston scientific has not confirmed the user's complaint. Boston scientific cannot conclusively determine the cause of the user's experience.